Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:43:03. During night drain cycle six, the patient's ultrafiltration reading was 1.38217e+006ml, indicating the home patient (hp) drained 1.38217e+006ml more than their maximum programmed fill volume of 1400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional information is received, a follow-up will be sent.